Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, was informed that replacement pump with updated software.